Event description:
It was reported via (B) (4) sales representative that a pt had presented with a small bowel obstruction. The bowel was adhered to the peritoneum. The peritoneum was covering the mesh. The pt had a bowel resection later and is doing great.

Manufacturer narrative:
Despite repeated efforts by distributor and manufacturer, no further info was available at time of submission of this report.